Manufacturer narrative:
The endoscope controller (ec) was installed on the test system and failed with recoverable fault 48406 due to endoscope self-test failed. There was also intermittent error 319 at startup indicating that the node configured to be present did not respond at system start up. The unit could not be programmed due to the ec power distribution not being recognized by the system. The ec also failed the calibration test due to the fiber optic cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the ec for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a customer called in during surgery to report that they had a non-recoverable error 319 which did not allow them to continue with the surgery. Prior to contacting technical support, they had rebooted, and power cycled the system several times with no improvement. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked error logs and found several 319 errors pointing to endoscope controller (ec) not being present. The nurse explained it was the third surgery of the day and they had no issues before this surgery. The tse guided the customer to check the led status in the ec and the fiber connector in the core, which all showed blue. The tse explained that there was an internal failure in the ec and that they were not going to be able to continue using the robot. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the conversion resulted in adding one additional 5mm port. The procedure was converted to a laparoscopic approach using the robotic ports plus one additional laparoscopic port. There was no injury to the patient, and the procedure was successfully completed. The surgeon was happy, and the patient has been discharged.